Manufacturer narrative:
Film evaluation results are: a review of pre-implant CT¿s revealed that the patient had a 4.8cm max diameter infrarenal aaa. The proximal neck diameter measured ~25mm just below the renal arteries, and the neck was mildly calcified with thrombus seen primarily on the posterior and distal end of the neck. Both renal arteries came off the aorta at approximately the same level. The left renal artery had moderate calcification near the ostium and the right renal artery had mild calcification and possible thrombus. The infrarenal neck was angulated 50 deg a-p; relative to the distal aorta. The aaa contained thrombus (2 ¿ 3cm flow lumen) and the distal aortic diameter measured 2cm with mild calcification present. The iliac arteries were mildly tortuous and calcified. The exact cause of the bifurcate positioning difficulties, leading to partial coverage of the right renal artery with diminished flow into the kidney with high creatinine, could not be determined from the pre-implant films provided. Images during and post-implant were not available for review. This may have been user related. Pre-existing calcification, and thrombus seen at the ostium of the right renal artery, neck, and aaa, which may have shifted after ballooning, may have also contributed to the diminished renal blood flow. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an 48 mm in diameter abdominal aortic aneurysm. The patient creatinine level was normal prior to endovascular repair. It was reported that, five days post index procedure, the patient presented emergently with back pain. The patient creatinine level measured 1.6 mg/dlat the time that the patient presented emergently. A CT revealed diminished contrast flow into the right kidney. Three days after the patient presented emergently, an angiogram revealed diminished flow through the right renal artery and to the right kidney due to partial coverage of the ostium by the fabric from the proximal end of the endurant ii stent graft. Additionally, the physician determined that there was possible thrombus in the ostium of the right renal artery. The physician elected not to implant a stent graft in the right renal artery due to access difficulties at the time the angiogram was performed. Per the physician, the cause of the event may have been due to a thrombus shift into the right renal artery during ballooning, with the reliant balloon, of the endurant ii stent graft during index procedure and due to partial coverage of the right renal artery from the stent graft that possibly occurred during index procedure. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.